Manufacturer narrative:
H.6. Investigation: this is the first complaint for needle through catheter on material 383323 & batch 9275834. A device history record review was performed for provided lot number 9275834 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures alone and due to the fact that the packaging was opened, an exact cause related to the manufacturing process could not be determined for this incident. During the manufacturing process, the product is inspected by the operators and technicians to ensure that all specifications are met prior to release. When the product is removed from the packaging, if the inserter gets trapped within the package, it can create a ¿sling shot¿ motion, causing the needle to pull back and return to its original position. This motion can result in the needle piercing the catheter. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter tip was bent. The following information was provided by the initial reporter: the catheter came with the silicone tip bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter tip was bent. The following information was provided by the initial reporter: the catheter came with the silicone tip bent.